Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of energy generating problem.

Event description:
It was reported to boston scientific corporation that a captivator ii-25mm round stiff snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, when the device was put in the patient's body, the device was unable to electrify. The procedure was completed with another captivator ii-25mm round stiff snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of energy generating problem. Block h11 investigation results: one captivator snare was received for analysis. Visual analysis of the returned device was found without any visible damage. A continuity and electrical test were performed, and the device was found within specification. No other problems were noted. The reported event of "device failure to deliver energy" could not be confirmed. It was found that the device did not have any visual issues/damages, the device was submitted to a continuity and electrical test, and the device was found within specifications. The unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator ii-25mm round stiff snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, when the device was put in the patient's body, the device was unable to electrify. The procedure was completed with another captivator ii-25mm round stiff snare there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.